Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer stylus could not select in the lower right corner of the screen. The caller was advised to re-calibrate the stylus, and then began working properly. It was further reported that a new stylus was calibrated with the programmer, but became misaligned again after a few device checks. The programmer has been returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the stylus did not align with the arrow on the screen. Overlay/bezel assembly found out of electrical specification. Concomitant: product ID 229047 analyzer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.